Event description:
It was reported that this left ventricular (lv) lead was surgically capped and replaced due to observations of high pacing impedances greater than 2000 ohms and loss of capture. The lead was attempted to be removed with traction applied, however was unable to be extracted. No adverse patient effects were reported.